Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4/5 both side by intermuscular approach for lumber degenerative spondylolisthesis. Implant 4.75 was used. Post-op, it was confirmed by x-ray that l4 left placed screw was slipped to lateral. As reported by the local distributer, the doctor considered that he would perform a revision surgery. No patient complications were reported in the report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that l4 screws on both sides dislodged. In revision surgery, both screws were re-inserted in a different direction and the surgery was completed.